Manufacturer narrative:
The reported incident for screwdriver axsos t15 4.0mm locking set that was alleged to issue as s-11 was confirmed. Based on the investigation, the root cause was attributed to a user related issue. Due to aging and fatigue of the device, in relation with a high torque force over the screwdriver, has resulted in breakage of the screwdrivers tip. The different pictures taken of the device show corrosion evidences through the entire screwdriver surface; therefore, if the screw was inserted tightly inside the plate and the screwdriver bit has been used several times it broke due to fatigue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During a hardware removal while removing the plate one of the locking screws in 2nd row of proximal portion of plate was jammed and would not turn. 2 screwdrivers were used and both tips of screwdrivers broke off. Plate was removed with screws still locked in. All of the other screws were already removed. Surgeon rotated the plate to back out the jammed screw after screwdrivers broke. This was a standard hardware removal to remove painful hardware. Patient was fully healed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During a hardware removal while removing the plate one of the locking screws in 2nd row of proximal portion of plate was jammed and would not turn. 2 screwdrivers were used and both tips of screwdrivers broke off. Plate was removed with screws still locked in. All of the other screws were already removed. Surgeon rotated the plate to back out the jammed screw after screwdrivers broke. This was a standard hardware removal to remove painful hardware. Patient was fully healed.